Event description:
Large area of blood on floor noted by pt. Syringe pump tubing had become disconnected from cannula allowing blood and IV fluid to backup into tubing and onto floor. Approx 700cc of blood/fluid cleaned from floor. Stat cbc drawn.